Event description:
It was reported that the patient presented for a procedure. The hex wrench would not engage the set screw on the patient's implantable cardioverter defibrillator. The wrench had to be angled and torque applied in order to get the set screw to come out. The device was replaced. The patient was stable.

Manufacturer narrative:
The reported event of unable to engage the set screw was confirmed. A torque driver was unable to engage the rv df4 set screw during testing. The set screw was stripped.